Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed this was likely due to electrocautery during a procedure. No adverse patient effects were reported. At this time, this device remains in service.